Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the patient had a valve implanted. It worked for one week and then required revision. It was reported that the same issue then occurred.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected, and it was noted that the silicone housing was torn/cut around the siphon guard as well as small cuts over the valve casing. The valve was tested for programming. Using programmer 82-3126 serial number (B)(4), the valve passed the test. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water, no occlusions were noted. The valve was dried. The valve was not leak tested due to the damaged silicone housing. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3162 with lot ctfcdl, conformed to the specifications when released to stock in 21st may 2015. No root cause could be determined as the valve functions. The root cause for the cut/torn silicone housing is due to a sharp or pointed object coming into contact with the silicone. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.